Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was not impacted. The customer will continue to use the pump for insulin therapy. Additionally, the contact stated that the usb cable provided is damaged, contact states the outer rubber coating has worn off and the wires/shielding of the cable are visible. A replacement usb cable was sent to the customer.